Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and lead failure. This rv lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.